Manufacturer narrative:
The lotus edge device handle number (23993948-27) was returned for evaluation. The device was returned sheathed and with the release door open. The release door was then closed, the device was unsheathed and a 27mm bottle was attached to the device. The bottle was filled with water and once the bottle was attached 20mls of water was flushed through the guidewire port. A cap was then placed on the guidewire port and a further 15mls of water was flushed through the multi lumen extrusion (mle) port until the bottle was full. This activity was completed to ensure there was no air present in the wet pathway of the device. The device was then pressure tested using an encore inflation device with the guidewire and outer sheath ports closed. The inflation device was connected to the bottle port and gradually pressurized at increments of 1 psi with air to 20.6 psi and timed for 1 minute. The device did not drop below 20.48 psi after the minute and no backflow or leaks were observed from the mle port either at low or high pressures. The bottle was then removed. A visual inspection of the device found a kink on the nosecone extension 70mm proximal to the shoulder of the nosecone. This most likely occurred post procedure when repackaging the device for return to the cis for investigation. No other issues were noted with the device. Procedural media was provided to aid in the investigation. The media made available for review shows angiographic series from a transcatheter aortic valve replacement. A pigtail is positioned in the non-coronary cusp. Patient has an left ventricular assist device (lvad) in place. The root angiogram shows no leaflet calcification and significant aortic regurgitation. Available media depict a lotus edge valve tracked, deployed and in a locked state followed by release. The angiographic image prior to release valve shows it to be barrel-shaped as a sign of questionable anchoring. The valve position is somewhat canted, being 50/50 in relation to the annulus on the non-coronary side and lower on the left side. A trace of paravalvular leak can be seen. Post-release images show the valve to be embolized in the left ventricle and is sitting on the top of lvad inflow cannula. The available media from the valve implantation is consistent with an unsuccessful implantation of a lotus edge valve, under condition of aortic regurgitation as the valvular pathology on a patient with lvad. This leads to valve embolization into the left ventricle. Signs of questionable anchoring are present (barrel shape of the valve, low placement). Additionally, hemodynamic conditions are altered by the lvad, leading typically to the valve not opening. Hence, a continued downward pressure is exerted on a closed valve.

Event description:
It was reported valve embolization occurred. Implant summary: the native aortic annulus had minimal calcification. A 27mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. After introduction of the lotus edge valve delivery system, a minimal amount of blood was noticed to be leaking from the proximal port and was resolved by using a deadender to stop the fluid. The lotus edge valve was advanced to the native aortic valve and was positioned about 6mm deep. A tug test was performed to confirm the anchoring of the lotus edge valve and was released with minimal waist. The lotus edge valve moved into the ventricle. A surgery for lotus edge valve removal was scheduled. Post implant procedure summary: eleven days post the implant procedure, the patient underwent surgery to explant the 27mm lotus edge valve and the patient is in critical condition on remains on extracorporeal membrane oxygenation (ECMO).

Event description:
It was reported valve embolization occurred. Implant summary: the native aortic annulus had minimal calcification. A 27mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. After introduction of the lotus edge valve delivery system, a minimal amount of blood was noticed to be leaking from the proximal port and was resolved by using a deadender to stop the fluid. The lotus edge valve was advanced to the native aortic valve and was positioned about 6mm deep. A tug test was performed to confirm the anchoring of the lotus edge valve and was released with minimal waist. The lotus edge valve moved into the ventricle. A surgery for lotus edge valve removal was scheduled. Post implant procedure summary: eleven days post the implant procedure, the patient underwent surgery to explant the 27mm lotus edge valve and the patient is in critical condition on remains on extracorporeal membrane oxygenation (ECMO). It was further reported that in (B)(6) 2019, major vascular complications, a new requirement for dialysis and cardiac death occurred.

Manufacturer narrative:
The lotus edge device was returned for evaluation. The device was returned sheathed and with the release door open. The release door was then closed, the device was unsheathed and a 27mm bottle was attached to the device. The bottle was filled with water and once the bottle was attached 20mls of water was flushed through the guidewire port. A cap was then placed on the guidewire port and a further 15mls of water was flushed through the multi lumen extrusion (mle) port until the bottle was full. This activity was completed to ensure there was no air present in the wet pathway of the device. The device was then pressure tested using an encore inflation device with the guidewire and outer sheath ports closed. The inflation device was connected to the bottle port and gradually pressurized at increments of 1 psi with air to 20.6 psi and timed for 1 minute. The device did not drop below 20.48 psi after the minute and no backflow or leaks were observed from the mle port either at low or high pressures. The bottle was then removed. A visual inspection of the device found a kink on the nosecone extension 70mm proximal to the shoulder of the nosecone. This most likely occurred post procedure when repackaging the device for return to the cis for investigation. No other issues were noted with the device. Procedural media was provided to aid in the investigation. The media made available for review shows angiographic series from a transcatheter aortic valve replacement. A pigtail is positioned in the non-coronary cusp. Patient has an left ventricular assist device (lvad) in place. The root angiogram shows no leaflet calcification and significant aortic regurgitation. Available media depict a lotus edge valve tracked, deployed and in a locked state followed by release. The angiographic image prior to release valve shows it to be barrel-shaped as a sign of questionable anchoring. The valve position is somewhat canted, being 50/50 in relation to the annulus on the non-coronary side and lower on the left side. A trace of paravalvular leak can be seen. Post-release images show the valve to be embolized in the left ventricle and is sitting on the top of lvad inflow cannula. The available media from the valve implantation is consistent with an unsuccessful implantation of a lotus edge valve, under condition of aortic regurgitation as the valvular pathology on a patient with lvad. This leads to valve embolization into the left ventricle. Signs of questionable anchoring are present (barrel shape of the valve, low placement). Additionally, hemodynamic conditions are altered by the lvad, leading typically to the valve not opening. Hence, a continued downward pressure is exerted on a closed valve.

Event description:
It was reported valve embolization occurred. The native aortic annulus had minimal calcification. A 27mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. After introduction of the lotus edge valve delivery system, a minimal amount of blood was noticed to be leaking from the proximal port and was resolved by using a deadender to stop the fluid. The lotus edge valve was advanced to the native aortic valve and was positioned about 6mm deep. A tug test was performed to confirm the anchoring of the lotus edge valve and was released with minimal waist. The lotus edge valve moved into the ventricle. A surgery for lotus edge valve removal was scheduled. Eleven days post the implant procedure, the patient underwent surgery to explant the 27mm lotus edge valve and the patient is in critical condition on remains on extracorporeal membrane oxygenation (ECMO).